Manufacturer narrative:
It was reported that the patient uses a catheter for chronic urinary retention and recently has experienced an issue with urine leaking and a decreased urinary output due to a clogged catheter. A foley catheter was inserted on (B)(6) 2020 and on (B)(6) 2020 the patient's rn case manager changed the catheter after the patient's caregiver reported that the catheter continued to clog and leak despite flushing the catheter daily. The actual sample was disposed of and is not available to be returned for evaluation. There is no additional information available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a patient was experiencing urine leakage while using a catheter requiring the catheter to be replaced.